Manufacturer narrative:
(B)(4). Batch # n91a6f. The following information was requested, but unavailable: when the device failed to release from the tissue, how it is that the device was opened and removed? Was there any patient consequence as a result of the event? The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 8 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device failed to release from the tissue once fired. It is unknown how the device was removed or how the case was completed. There was no patient consequence reported.